Event description:
It was reported the pt's stimulation was covering their back but not their legs. This change stimulation began about two months ago. There was no known incident or trauma related to the start of the symptoms. Increasing the pulse width relieved the sensation. The pt reported good stimulation following the change. A shocking or jolting sensation was also reported. The shocking sensation happened one time the prior week when the pt bent over. The sensation occurred at a high amplitude setting and has not re-occurred. Troubleshooting indicated the batteries were ok and the pt programmer was working. Additional info has been requested but was not available the date of this report.